Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected. As received crystallization was observed along the edges of the filter, on the inner side. No additional damage or anomalies were observed. The functional testing was performed; there was no leakage or difficulties priming were observed. During leak test, a leak was observed from the filter vents on the backside of the filter. The set was connected to an air source in attempts to try out the filter. The filter was leak tested per specification again. A leak was no longer observed. The complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a potential leak was identified. Upon inspection, a white powdery substance was observed covering the filter on the tubing, suggesting a possible crack in the filter. Additional white powdery residue was noted scattered outside the fanny pack. The event occurred while in use with the patient, and no patient injury was reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.